Event description:
Follow up information received from the physician indicated that the cause of the event was unknown and no interventions had been performed to date. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's neurostimulator had moved following a significant weight loss. The caller was waiting to hear back from her hcp on a date for a scheduled revision. The manufacturer's device registry showed that the patient's entire system was explanted and replaced on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that some of the issues the patient had had since their implant had caused them to lose weight. It was also noted the device caused them pain due to migration. It was stated the implantable neurostimulator (ins) and lead were removed one year ago. It was later stated the stimulation that was supposed to be removed in 2010 was not removed, but the battery had been removed. It was unclear what device had been removed from the patient. It was noted the patient had a CT scan the previous day and noted there were "two ins's implanted inside them." Follow up from the health care professional reported the cause of the event was unknown. A revision of the ins and the lead was noted. The patient did not require hospitalization due to the event and there was no injury to the patient.

Manufacturer narrative:
Lead model 3093-33, lot # v476082, implanted: (B)(6) 2010, explanted: (B)(6) 2012.